Event description:
A nasal aspirator was used incorrectly to suction a child's mouth. The tip of the aspirator became loose and was caught in the child's throat. The tip was removed by medical personnel.